Event description:
A caller reported that the pump battery was not charging. There was no adverse impact to the customer's blood glucose level. After instructions were followed to use a different wall outlet with the tandem charging cable and adapter, the pump began charging, and no further assistance was required.